Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 89 mg/dl. Customer blood glucose reading was 50 mg/dl. Customer was not connected to the insulin pump. Troubleshooting was not performed. Belt- clip was damaged. No further detail was given. The products was not returned for analysis.